Manufacturer narrative:
Follow-up report needed to include inappropriate shock into device codes.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09098. It was reported that the patient presented remotely via merlin.net. Interrogation showed noise on the atrial and right ventricular leads. The patient was asymptomatic. The atrial and ventricular lead were explanted and replaced. The patient was stable throughout.